Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during left hepatectomy. The stapler was unable to fire. The surgeon was unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.